Event description:
It was reported that stent became stuck with the guidewire. The 65% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent was selected for treatment. The stent reached the specified position. However, it was noted that the stent and the non-boston scientific guidewire were stuck together and could not be deployed. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
The device was returned loaded on to the customer's guidewire. This carotid device is recommended for use with a 0.014" (0.36mm) guidewire as per the IFU. During the product analysis successfully removed the customer's guidewire without issue. The outer diameter of the customer's guidewire was confirmed to measure 0.014" using a calibrated snap gauge. A visual and tactile examination identified no damage or issues with the delivery system. The device was returned with the stent fully deployed from the device. The deployed stent was not returned for analysis. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that stent became stuck with the guidewire. The 65% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent was selected for treatment. The stent reached the specified position. However, it was noted that the stent and the non boston scientific guidewire were stuck together and could not be deployed. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.